Event description:
It was reported the patient is deceased and died approximately four years post implant of the implantable cardioverter defibrillator (ICD) system. The cause of death was noted as ¿suspected ventricular fibrillation¿. It was further reported that the patient was connected to an automated external defibrillator (AED) which recommended shocks and the ICD noted no therapy required in the first thirty minutes of cardiopulmonary resuscitation. Additional information noted there was possible oversensing or noise and arrhythmias were identified as ventricular tachycardia (vt and ventricular fibrillation (vf). The lead was reported to have been cut during autopsy.

Manufacturer narrative:
Product event summary: analysis of the device memory was performed and no lead anomalies were found.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 7230cx implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) - the full lead was returned in segments. Analysis was performed and no anomalies were found, it was noted the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, there was blood on the distal conductor of the lead and it was not obstructed, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress and the inner tubing of the lead was extrinsically breached due to a tear. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.